Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a stomach resection on a proximal pancreaticoduodenectomy procedure, they used a stapler. The surgeon pushed the firing knob and started the firing from the greater curvature side to lesser curvature side, however the tissue of lesser curvature side, at the tip of the anvil was torn and the small hole noted on the staple line. The surgeon sutured the small hole manually. Less than 200 cc of bleeding occurred as a result of the issue. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.